Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the electrode belt connector receptacle was pulled from the monitor case and the monitor was displaying code 204. In addition, the belt connector receptacle was partially dislodged from the j1001 connector on the computer/analog (ca) board. The cause of the service code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged j1001 connector. The cause for the damaged j1001 connector is the detached belt receptacle. The root cause for the detached belt receptacle cannot be positively identified but is likely excessive force. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.